Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 398 mg/dl at the time of hospitalization. The doctor stated that the insulin pump had alarmed many no delivery alarms, and the customer noted that she probably was not rotating the insertion sites enough. The customer was treated with manual injections. The customer did not want to change the insertion site at the time of the call. She complained of a stomach ache prior to hospitalization and reported that she had changed the insertion site and reservoir but received another no delivery alarm shortly thereafter. The caller stated that the customer was wearing the device at the time of admittance and was taken off of the insulin pump therapy once admitted. The doctor advised that she would troubleshoot the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.